Event description:
Related manufacturer reference number: 2017865-2025-11877. It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that right atrial (ra) lead and right ventricular (rv) lead exhibited noise over-sensing. The ra and rv leads were explanted and replaced. The patient was in stable condition.